Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-02927. This report is related to a (B)(6) (clinical study) patient. It was reported the patient's leads have migrated. As a result, the patient plans to undergo surgical intervention to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-02927. Follow-up revealed the patient's leads were implanted with the intention that an ipg would be implanted on a later date abiding by the protocol for what's known as a permanent-trial procedure. The date of the ipg implant is unknown. The patient was able to receive adequate therapy following the implant of their ipg. No further actions were taken on the migrated leads.